Event description:
It was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 595 mg/dl. Customer administered a manual injection and changed pump supplies to address bg.